Event description:
Known issue with this type of foley catheter leaking from the port. Staff did not save device and wrapper was already thrown out. Supply chain did an internal recall system wide iwth this product and removed from all areas and replaced with non-affected product. Manufacturer was informed.